Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging he was unable to test because his onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, in the morning, the patient alleged the issue first occurred. The patient alleged he manages his diabetes with insulin pump therapy. When the alleged issue occurred, the patient claimed he did not making any changes to his usual diabetes regimen including a sliding scale of insulin (type and dose unknown). However 24 hours after the power issue began, the patient alleged feeling ''shaky, sweaty, nauseated and light headed'' after the alleged issue began. The patient denied receiving any treatment after the alleged issue began. At the time of troubleshooting, the cca confirmed this was not the first time the patient used the subject meter, and there was no misuse of the product. Additionally, the patient was using the correct test strips, and they were in good condition, although the patient did not have the test strips available at the time of the call. The patient reported that the subject meter's battery did not need to be replaced. Additionally, when the patient was prompted to press the power button, the meter does not turn on. Replacement products were sent. This complaint is being reported because the patient claims he was unable to test his blood sugar due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a high standby current due to pcb contamination at u5. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.